Manufacturer narrative:
B3 - date of event - correction. Manufacturer's investigation conclusion: the reported unknown system controller exchange to the system controller, serial number: unknown, could not be conclusively determined. A review of log files under the initial system controller, serial number: (B)(6), investigation indicated (B)(6) was first connected to the pump on 22aug2025, indicating a system controller exchange happened at this time. Multiple good faith effort (gfe) attempts were sent to inquire about the serial number of the system controller in use prior to (B)(6), the reason for this system controller exchange, if any log files from this system controller are available, and if the system controller will return for analysis; however, no response was received. The root cause of the unknown system controller exchange could not be conclusively determined during this investigation. The device history records for the heartmate 3 system controller were unable to be reviewed as no product-identifying information was available. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. D and the heartmate 3 patient handbook rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D section 2 entitled ¿system operations¿ and heartmate 3 patient handbook rev. A section 2 entitled ¿how your heart pump works¿ detail the two appropriate methods in which the system controller can be exchanged. Within this section, it emphasizes that the user should not attempt to change their system controller without having a trained, competent caregiver at their side to assist. The heartmate 3 lvas IFU rev. D section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook rev. A section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook rev. A cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was determined in investigation that system controller hsc-115136 was put into use on (B)(6)2025, indicating a system controller exchange occurred.